Manufacturer narrative:
The subject device was returned damaged. However, the cause for the damage could not be reliably determined.

Event description:
The device was not clinically applied. Reportedly, the visibility was not clear during a demonstration.